Event description:
Related manufacturer reference number: 2017865-2022-05523, related manufacturer reference number: 2017865-2022-05525, related manufacturer reference number: 2017865-2022-05526. It was reported that the patient presented in clinic due to endocarditis. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device was tested on the bench and using automated testing equipment, and no anomalies were found.